Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation and the implantable neurostimulator (ins) was not working. It was noted that the healthcare provider who implanted the device was contacted and said to get in touch with a manufacturer representative. The reporter wasn¿t sure what was going on with the patient¿s ins and the patient was ¿not able to turn it down¿ each time she tried to charge it. It was reported that ¿it was shocking or the pain was too intense¿ when the patient ¿tried to put the belt on or something on.¿ it was unclear what was going on. It was noted that the patient had been complaining about left side pain where the ins was for about a month, the patient had all kinds of x-rays to rule out everything else, and it was believed that it may be coming from that site. For the past week or so the patient had been complaining about shocking or ¿biting/fighting¿ her. It was reported tha t therapy was not working as expected and the patient couldn¿t adjust stimulation. The next day, it was reported that the patient was getting shocked when she tried to recharge or use the patient programmer to adjust stimulation. The patient had tried to turn stimulation down but wasn¿t able to. It was noted that there was no known accident or incident related to the complaint. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014-(B)(6).